Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Review of the pump history by the customer during troubleshooting showed the pump battery depleted from 80% to 5% within an hour and subsequently the pump shut off. When turned back on, the pump battery displayed 100% charge. Customer reported blood glucose level was 217 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4).